Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead switched to unipolar pacing due to intermittent capture in bipolar some years ago. Lead trends and sensing with unipolar pace were appropriate. No lead noise was observed in latitude. The rv lead remains in service at this time. No adverse patient effects were reported.